Event description:
During an atrial apex resection, the surgeon fired the device and it locked on the heart. The device could not be released and it tore a portion of the heart. Bleeding was between 300-500ccs, but no transfusion was necessary. Sutures were used to rectify the situation and the procedure was extended ten minutes. There is no additional info available.